Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer tested on the meter and got a result of 4.1 inr. The result from the laboratory within 7 hours was 2.1 inr. On (B)(6) 2018 the customer tested on the meter and got a result of 3.3 inr. The result from the laboratory within 7 hours was 2.5 inr. The meter results were believed to be correct at the time they were obtained. The doctor reduced the customer's warfarin dose for each event until the laboratory result was provided a few days later. Once the laboratory result was received, the customer's normal warfarin dose was resumed. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. No treatment was necessary. The customer is in stable condition. The customer is not anemic or polycythemic. The customer does not have anti-phospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer has not been ill and is not taking any new medication. The customer has not had any diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Retention test strips (lot 272163) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.